Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm morphology from the time of implant is unknown. The aortic neck was severely angulated. It was reported that the patient presented with a ruptured aneurysm approximately three weeks ago. The rupture was due to stent graft migration of 5cm below the level of the lowest renal artery and into the aneurysm sac with a proximal type 1 endoleak present. The decision was made to implant an (B)(4) endurant bifurcated stent graft and an (B)(4) contralateral limb. The endurant bifur was placed up to the sma intentionally covering both renal arteries. The patient was on dialysis prior to the procedure, which is why the physician decided to cover both renal arteries. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak, aneurysm rupture), patient's condition affected effectiveness of device (severely angulated aortic neck), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck).